Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4). Medwatch # 5066239.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip released its grasp upon deployment inside the patient, and the clip was retrieved with the use of a roth net device. There has been no additional information made available at this time. If any further relevant information is received, a supplemental MDR will be filed. It was noted that further medical intervention was required as a result of this event, though there are no known patient complications.